Manufacturer narrative:
D3. Manufacturer email: (B)(4).

Event description:
It was reported that the energy of the console was decreasing. There was no procedure, physician, or patient involved with the event.

Event description:
It was reported that repair of the console was requested as it was reporting decreasing energy. There was no procedure, physician, or patient involved with the event.

Manufacturer narrative:
D3. Manufacturer email: moshe.barenboym@bsci.com correction information provided in b5: describe event or problem. Service was requested as the user reported the console energy was decreasing, the console is working as intended by informing the user that service is required. The manufacturer has reviewed all information and determined this event does not meet reporting criteria as the console was performing as intended.